Manufacturer narrative:
(B)(4). 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg is unable to communicate with external devices. Follow-up indicated troubleshooting of the system confirmed the ipg is inoperable. As a result, surgical intervention may be undertaken as the next course of action to address the issue.